Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019.). Essure was removed on 1-jun-2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a third 3.5 cm segment of tube also has a similar protruding device'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. A34128) inserted. The patient's medical history included endometrial thickening. Concurrent conditions included pelvic adhesions (intra-pelvic adhesion) and abdominal adhesions (intra-abdominal adhesion). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure coil removal and lysis of adhesions and endometrial curettings and novasure endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter provided no causality assessment for device breakage, genital haemorrhage and pelvic pain with essure. The reporter commented: fu (B)(6) 2020: essure insertion details: both bilateral tubal occlusion and satisfactory location of the micro-inserts. Date(s) of removal: (B)(6) 2019 as per mr concerning the injuries reported in this case, the following one was described in patient¿s medical record: "genital hemorrhage and pelvic pain ". Most recent follow-up information incorporated above includes: on 17-jul-2020: medical records received. Previously reported unspecified event ¿medical device removal¿ was updated to more specified events¿ genital hemorrhage and pelvic pain¿. Essure lot number was added. This case was medically confirmed. Patient date of birth, medical history and reporter were added. New event added- device breakage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a third 3.5 cm segment of tube also has a similar protruding device'), pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure (batch no. A34128) inserted. The patient's medical history included endometrial thickening. Concurrent conditions included pelvic adhesions (intra-pelvic adhesion) and abdominal adhesions (intra-abdominal adhesion). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with essure coil removal and lysis of adhesions and endometrial curettings and novasure endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter provided no causality assessment for device breakage, genital haemorrhage and pelvic pain with essure. The reporter commented: fu (B)(6) 2020: essure insertion details: both bilateral tubal occlusion and satisfactory location of the micro-inserts. Date(s) of removal: (B)(6) 2019 as per mr. Concerning the injuries reported in this case, the following one was described in patient¿s medical record: "genital hemorrhage and pelvic pain ". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removed on (B)(6) 2019.). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.